Event description:
It was reported that the programmer fails to boot up to the main screen; goes to a black screen. This happened soon after software upgrades were loaded. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm that the programmer fails to boot up to the main screen. Analysis found the programmer boots to the main screen but is slower than normal. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).